Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurement greater than 125 ohms during routine follow-up. Boston scientific technical services (ts) recommended troubleshooting and discussed that this could be an indication of a lead fracture. Subsequently, this patient underwent a surgical intervention where the rv lead involved was surgically abandoned and this device was explanted due to normal battery depletion. A new ICD was successfully implanted to the patient. No adverse patient effects were reported. The ICD was discarded and is not expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.